Manufacturer narrative:
(B)(4). The sample has not been received as of yet. Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
Cfn-2013-4136. Investigation results: one (1) sample was submitted for evaluation. The valve sample was provided by the customer with a short piece of the catheter tubing and a cap. The following steps were taken to analyze the sample: 1. An access dilator (from a pleurx bottle) was used to access the valve. It felt normal ¿ no abnormal friction was noted. Looking through the valve from the bottom end (where the catheter tubing was attached) you could see that the access dilator was able to penetrate and open the duckbill valve. 2. The valve was leak tested using a pressure decay method which tests to plus/minus 3 psi (pounds per square inch). The test failed, confirming the customer¿s statement that the valve was leaking 3. The valve was disassembled. It was noted that the duckbill valve had white particulate in the slit area. It was hypothesized that the white particulate may be causing the valve to leak. 4. The white particulate was cleaned off the valve using alcohol and a cotton swab. It was retested on the pressure tester and failed the plus/minus 3 psi test again. This indicates that the white particulate was likely not the cause of the failure in the field. 5. It was also observed that the duckbill valve felt slightly softer and more compliant than a new duckbill valve. It was hypothesized that the material properties may have degraded over the time that the catheter had been implanted (approximately 12 months) and that the valve was not sealing due to that change in properties. To test this theory, a new duckbill valve was assembled into the returned valve. It was pressure tested and passed the plus/minus 3 psi test, as well as a more challenging test up to 15 psi and -10.5 psi. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Every catheter assembly is subjected to extensive functional testing and inspection during the assembly process to verify performance and conformity to engineering design. Any failures would be immediately culled from production and scrapped. Likewise, a review of all manufacturing methods and personnel involved in the assembly of the device determined there was no contribution from either to the reported issue. A review of the internal production records for the lot involved could not be performed as lot number information was not available. Based on the investigation results, it was confirmed that the valve was indeed leaking. The most probable root cause for the reported condition is material degradation of the polyisoprene which led to the sealing features of the valve to be altered, hence leading to the leaking valve. It is not known why the material degraded, but could be related the patient¿s physiology and to the fact that, per the customer, this valve was in place for approximately 1 year, being exposed to bodily fluids. The pleurx valve has recently been transferred to a new supplier and polyisoprene material. The returned valve was produced before the supplier/material change (it can be identified by specific geometry on the valve housing and the lack of the printed pleurx logo). It is known that the new polyisoprene material has improved aging characteristics than the old polyisoprene material and 5 year shelf life testing was completed. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
On (B)(6) 2013, the anexxa sales representative ((B)(6)) reported that there was a valve failure. On (B)(6) 2013, the sales representative indicated that the catheter was implanted early in 2013. Due to the failure, a new valve was grafted onto the old catheter. The lot number is unknown. On (B)(6) 2013, the sales representative also indicated that on (B)(6), he was with the patient and dr. (B)(6) and they examined the valve repair that dr. (B)(6) did and all seemed good from a product perspective.  The patient still had air in her inter-pleural space, but it was determined that this likely came from the incision site and point of entry into the inter-pleural space. They will continue to monitor this patient. The defective valve is available for evaluation. The customer ((B)(6)) provided the following additional information per the patient's clinician: the patient's diagnosis is metastatic adeno cancer of the lung. The patient did not receive radiation to the chest, only to the head. The catheter was implanted in (B)(6) 2013. There was no difficulty experienced during placement and there was nothing noted of the catheter during placement or at any time (prior to when the leak was noted), that would indicate a defect. The catheter was not used for any other procedures other than draining. Not until recently did the patient experience any difficulty accessing the catheter during drainage sessions prior to the leak being noted. The leak was noted on (B)(6) 2013. The leak was on the actual valve through the opening of the port. The patient presented with air prior to the repair and on subsequent follow-up on (B)(6) as noted above.  The patient was not unduly impacted from this issue.  The patient is in stable condition and the repair seems good.